Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter stated that the patient jumped into the pool and now there is moisture under the entire display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: during investigation, the pump powered on with a distorted display. A test screen was inserted and was found to function properly. Unrelated to the complaint, a crack was observed in the pump case near top right corner of display. A leak test showed a leak in pump case at the crack. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.